Event description:
Vague event information received. No detailed documentation of specific patient event was provided. Biomed stated a pc unit and pump module were received from a patient care area with a note attached. Written on the note was - "broken". The primary was infusing at 61 ml/hr, a bolus ran at 999 ml/hr for 30 minutes. The bolus ran longer than 30 minutes. Biomed stated the pcu and the pump module were evaluated and no issues were identified. The devices were placed back into service. The customer declined an event log review or a failure investigation. No product return expected. No patient harm reported. Although requested, no additional event information provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The customer declined an event log review or a failure investigation.